Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported the drill pin broke upon inserting during a total knee. Piece was found on the floor and not in the patient. No patient harm or impact was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11 h6: suggested code (annex g)- mechanical (g04) - drill d4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.